Event description:
It was reported that the customer experienced intermittent low blood glucose (bg). The only bg level provided was 40 mg/dl. Cause was not known. The customer declined to provide additional information regarding the issue.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.